Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine follow-up. Upon interrogation, the atrial lead exhibited loss of capture. Other electrical measurements were normal. The device was reprogrammed. The patient was fine and would continue to be monitored.